Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis. The broken piece was returned and measured roughly ¿0.262¿ x 0.225.¿ clevis does not show abrasions or scratches on the outer surface.

Event description:
It was reported that during central processing, the yellow plastic piece on the tip of the 8mm, permanent cautery hook instrument was broken. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.